Event description:
There was an artifact on the image after the ivus catheter was placed into the patient. The catheter was removed and replaced with a new ivus catheter without harm to the patient. Manufacturer response for catheter, (B)(4) (per site reporter) handled by site.